Event description:
It was reported that during a laparoscopic distal pancreatectomy for resection of the pancreatic body and tail, the stapler failed to fire properly. The surgeon was able to press the green button but was unable to squeeze the handle. It was noted that two manual handles and one reload were used that had the same issue. The stapler was replaced by another manufacturer's handle and reload to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p5d1097s) egia60axt egia60 artic extra thicksulu (lot#: n4k2168y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.